Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported a saturation at 29% but the alarm did not sound. The device was used for patient monitoring in the neonatology and intensive care unit (nicu) at the time of the alleged malfunction.

Manufacturer narrative:
A fse was dispatched for an onsite service to investigate the issue at the customer site. The customer reports having received no spo2 alarm, but could not provide additional detailed information, such as the exact date and time for the reported event. The customer also did not remember how long the event lasted. If the saturation drop lasts a few seconds only, the spo2 alarm may not have been reported due to the setting of the alarm delay for the saturation alarm. The customer stated that the patient involved was a very critical premature patient with an overall complicated situation. The fse tested the monitor in question without any trouble found with the device, it was working as specified. The customer could not provide the exact date and time for the event, therefore no log files could be evaluated. The exact cause for the reported issue remains unknown, and a malfunction of the device at the time of the reported event cannot be ruled out. The available information from this report does not support that this failure represents a systemic, design, or labeling problem. No further investigation or action is warranted. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.